Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a tracheoesophageal (te) fistula in the esophagus with carcinoma. The stent was implanted in the upper esophagus successfully. No damage was noted to the stent cover during the initial placement; however, it was noted that the stent was placed under fluoroscopy not endoscopy. On (B)(6) 2012, the patient still experienced symptoms of the fistula. An endoscopy procedure was performed to examine the stent. The physician visualized a 2mm x 2mm hole in the stent cover located 6cm from the proximal edge of the stent. The physician removed the stent from the patient. A second wallflex esophageal fully covered stent was placed to complete the procedure. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): hole present in stent cover. It should be noted that following a medical review of the complaint file, which included endoscopic images of the implanted stent, the bsc medical director verified that there appeared to be a 2mm x 2mm hole present in the stent cover. The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.